Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a drill bit hit a previously placed kirschner wire and the drill bit broke. The surgeon was able to change the drill bit for another one and complete the procedure with no reported delay. There was no harm to the patient and the patient status was reported as in good condition with no plan for reoperation. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.